Manufacturer narrative:
The 24mm aso was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test 9f test loader without any deformities. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. Aga requested further information regarding this case, but medical records and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. The results of this investigation are inconclusive because medical records and images were not provided. The cause of the embolization remains unknown.

Event description:
According to the information received, a 22mm amplatzer septal occluder (aso) was attempted to be implanted, but was mis-sized. Using balloon sizing the defect measured 22mm and the native atrial septal defect measured 21 mm. The physician reported the patient may have had an insufficient aortic rim. A 24mm aso was used and implanted successfully. Two hours after the procedure, a follow up echo revealed the aso had embolized into the left atrium. A snare was used for percutaneous device retrieval and was successful. The patient was sent to the or for surgery.